Event description:
An elevated accu tni result of 1.0 ng/ml was reported out of the laboratory. The erroneous result was discovered after the sample was repeated on a different analyzer after the sample was repeated on a different analyzer after it was flagged with a delta check. The repeat accu tnl test result was 0.02 ng/ml.